Event description:
The customer reported that while pipetting microwell plates on summit, the operator reported uneven well volume in well h3 in an ot htlv I/ii plate. No error was generated by the summit. No death or serious injury was associated with this incident.